Manufacturer narrative:
Pump passed self-test, active current test and sleep current test. However, constant pump error 38 noted during rewind due to corroded motor home switch. No critical pump error noted during testing. Unit successfully downloaded to thump. Verified pump alarmed pump error 53 on 06/16/2025 21:32:29.000 in pump downloaded history. Verified pump alarmed pump error 54 on 06/16/2025 21:32:29.000 in pump downloaded history. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Confirmed 107.5 units of normal bolus was delivered on 06/16/2025 between 00:26:17.000 and 19:54:05.000. The pump was cut open to perform visual inspection and found moisture damage to force sensor, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked keypad overlay and pillowing keypad. The sc1 cap/reservoir does lock properly. Confirmed moisture damage to force sensor, pcb1 board and pcb2 board during visual inspection. Confirmed pump error 38 during analysis due to corroded motor home switch. Confirmed pump alarmed pump error 53 in pump download history. Confirmed pump alarmed pump error 54 in pump download history. Critical pump error alarm not confirmed upon battery installation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported a critical pump error (open book image). The customer reported blood glucose value of 191 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-1886. Troubleshooting was partially performed. Explain the pump performs safety checks and an error was found. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.